Manufacturer narrative:
(B)(4). The insulin pump p-cap, test reservoir locks in place properly. The insulin pump was received with missing segments, partial display due to moisture damage on the electronic assembly and flex cable connecting lcd. Unable to perform the displacement test and self test due to missing segments, partial display. Moisture damage on the keypad assembly, battery tube and motor assembly also noted during visual inspection. The pump was received with a cracked case (corner of belt clip rails ) and cracked battery tube threads.

Event description:
Information received via medtronic indicate that there was crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.